Manufacturer narrative:
Lot numbers reported bt the customers are: 09073h25 (03/2007 MFR, 03/2012 expire), 09lch323 (11/2009 MFR, 11/2014 expire), 09mch338 (12/2009 MFR, 12/2014 expire), 09ech138 (05/2009 MFR, 05/2014 expire). The complaint was forwarded to the manufacturing facility for investigation. A f/u report will be filed once their investigation is completed.

Event description:
Customer reported receiving numerous complaints from the staff that the mask feels "fuzzy" around the nose (like fibers are sticking out of the mask) causing itching and redness of skin on face. Apparently three employees went to employee health for treatment. The employees were switched to a different mask and their symptoms subsided. This is all the info the customer has provided.